Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left av graft with moderate calcification. The 7x60mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated; however, the balloon ruptured during the second inflation at 14 atmospheres (atm). Therefore the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott balloon was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material rupture was confirmed. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported material rupture appears to be related to the operational context of the procedure. It was reported that upon second inflation of the balloon catheter, a balloon rupture was observed. Analysis of the returned device noted a pinhole on the balloon. The pinhole was not noted during preparation or first inflation. This would indicate circumstances of the procedure, such as interaction with anatomy or an accessory device, resulted in the pinhole (material rupture). There is no indication of a product quality issue with respect to manufacture, design, or labeling.